Event description:
It was reported that a 6900-29mm mitral bioprosthesis was explanted after a duration of 100 months due to, "mitral stenosis due to calcified leaflets. Patient is (B)(6); and (B)(6)." Although efforts have been made to obtain the operative report, it has not been released by the healthcare provider at this time.

Manufacturer narrative:
(B)(4) device not returned due to patient's history (B)(4). Multiple attempts with the healthcare provider have been made to obtain the operative report, patient history, and additional details; however the healthcare provider has stated that they cannot release any patient records. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Without device return and evaluation the reported calcification cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a quality deficiency of the device during manufacturing that may have caused or contributed to its explant.

Event description:
The received operative report confirms patient was diagnosed with prosthetic mitral valve stenosis. Patient's secondary diagnoses indicate: (B)(6), stage iii chronic kidney disease, hypertension, hyperlipidemia, prostate cancer, gerd, thrombocytopenia, pulmonary hypertension, remote substance abuse, acute blood loss anemia.

Manufacturer narrative:
Per the received operative report, it is likely that patient's condition and comorbidities may have contributed to this event.